Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported receiving alarms on the insulin pump. Customer stated that she received a motor error alarm while attempting to deliver a bolus. She stated she also received a no delivery alarm but declined troubleshooting for this alarm. The blood glucose reading was 286 mg/dl. She had not yet treated herself for high blood glucose at that time. She did not recall any significant events leading to the motor error and stated that the insulin pump had not been exposed to a high magnetic field or MRI. Customer was assisted in clearing the alarm and was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.